Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed.visual analysis of the photographs identified: device is seen ruptured. Device patch with lot number 1403781. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture", "morphological picture relates to an implant capsule with an inflammation", "the patient began to feel discomfort, slight soreness and fatigue". Device has been explanted.